Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system (50302u133) referenced is being filed under a separate medwatch MFR number.

Event description:
This report is filed because the deployed clip (50302u134) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, and required an additional clip for intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One mitraclip (50302u134) was implanted centrally on the mitral valve leaflets and the mr was reduced to 2. When the mr was checked again, it was observed that the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda) and the mr increased to 2-3. For stabilization, a second clip (50302u152) was implanted and the mr was reduced to 2. For further mr reduction, a third clip delivery system (cds 50302u133) was advanced to the left atrium (la). The m-knob was used to quickly steer the cds, and the guide handle was turned very posterior, but movement could not be seen. Due to the quick use of m-knob, the clip had pushed through the roof of the heart. A pericardial effusion was observed and the patient went into cardiac arrest. Reanimation was started and the system was removed. Pericardiocentesis and a blood transfusion were performed. The patient was transferred to the surgery. A perforation was confirmed in the left atrium (la) caused by the clip being pushed through the roof of the la during the steering attempt. On (B)(6) 2015, the patient died. The cause of death was believed to be due to sepsis caused by the intervention needed in the cath lab. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The 2d and 3d cine transesophageal echocardiographic (tee) images were reviewed by an abbott vascular senior medical advisor. The reviewer concluded that this patient had symptomatic severe functional mitral regurgitation and underwent the mitraclip procedure. With the images provided it can be confirmed that leaflet insertion with the clip was confirmed but the reported single leaflet device attachment (slda) of the first clip and difficulty with the third cds cannot be confirmed. There is evidence of increased blood flow in the cardiac chambers which is likely after atrial perforation, as was reported. There is no evidence of any device issue or malfunction in causing or contributing to the reported events in this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.